Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device with reported issue is filed under a separate medwatch report number.

Event description:
It was reported that bilateral suture placement in the right and left common femoral arteries (rcfa and lcfa) was attempted with proglide devices using the pre-close technique via a 6f sheath prior to implantation of a percutaneous aortic stent procedure. Reportedly, two proglides failed, one had a suture break and the other had no bleed back from the marker lumen. Ultimately the sutures of two proglide devices were successfully pre-placed in each access site. The sheath was upsized to a 20f and 14f in the rcfa and lcfa, respectively, and the implantation of a percutaneous aortic stent was completed. Hemostasis was achieved in each access site with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.